Event description:
A system error 2240 message that appeared on the display of the home pt's homechoice machine during his automated peritoneal dialysis therapy. Reportedly, the home pt disconnected from the homechoice machine then connected to the homechoice machined after the machine alarmed. Baxter's tech service center assisted the home pt in ending therapy eraly. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt.